Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line alarm" was not reproduced. Evaluation was able to power on the device, load a set, program and run multiple infusions with no discrepancies. A review of the event history log revealed "air in line" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Ultrasonic sensor calibration will repair per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air-in-line during programming/setup in the intermediate department. There was no patient involvement. No additional information is available.